Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. In addition, it was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. Cause was not known. A system check was performed, and the pump performed as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
H6 (removed codes 3221, 4114 and 67); h6 (removed codes 3221, 4114 and 67).